Event description:
It was reported that the left ventricular lead exhibited capture anomalies due to dislodgement. Since the patient was known to have very tortuous vasculature, the physician decided not reposition the lead. Programming was set to right ventricular only pacing.